Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In most of these cases, the purpose of the surgical procedure is to explant the valve. Varying degrees of regurgitation may be present at the site of previous annuloplasty ring repair and the surgeon may elect to replace the ring concurrently at the time of surgery. This is primarily due to progression of valvular disease and not related to the performance of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an edwards annuloplasty ring was explanted after an implant duration of approx 5 (five) years and 11 (eleven) months due to regurgitation and prolapse of the a2 segment of the mitral valve. Patient underwent mitral valve replacement with an edwards valve. The patient was noted as to be discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint."